Event description:
It was reported that prior to a procedure at the user facility there were bearings falling out of the impaction bur guard. The procedure was completed successfully with no delay; no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
The technician was unable to confirm the reported event but noted that the upper bearing was gritty. This gritty bearing may also produce fragments, explaining the customer comments of bearings falling out. The impaction bur guard is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that prior to a procedure at the user facility there were bearings falling out of the impaction bur guard. The procedure was completed successfully with no delay; no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.